Manufacturer narrative:
(B)(4). On an unreported date, the patient's fluid was clear and the patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was unknown. On the same date as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with vancomycin, 1.5 grams, (every fifth day, route of administration not reported) and injection, zienam (1 gram, 500milligram, frequency, 1 gram followed by exchange every fifth day, 500 milligram in each exchange, route of administration not reported). At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. Additional information was requested but is not available.